Event description:
As reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome following the index procedure. At the time of the index procedure, angiography revealed 90% stenosis of the left proximal internal carotid artery. The lesion was described as 30mm in length, severely calcified, eccentric, and ulcerated. The reference vessel was 5mm in diameter and mildly tortuous. Pre-procedure (B)(6) stroke scale score and rankin score were both 1, and the patient was asymptomatic. A 5mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion, and the angioguard was retrieved with debris observed in the filter basket. The patient left the angiography suite without neurological deficit. One hour after the index procedure, the patient became lethargic, and 45 minutes later, he began to exhibit severe aphasia and weakness in his right arm. According to the case report form, the patient experienced the step-like onset of aphasia, dysarthria, hemiparesis and reflex change on the right side of his body which was diagnosed as hyperperfusion syndrome by the investigator. The patient was treated with integrilin.

Manufacturer narrative:
A CT of the brain showed old ischemic changes with no acute intracranial findings. Carotid ultrasound the following day showed the stent to be patent. His (B)(6) stroke scale score was 15 and (B)(6) score was 4. The patient was discharged approximately five days after the index procedure with symptoms fully resolved. According to the investigator, the event was not related to cordis product, but was related to the index procedure. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome following the index procedure. At the time of the index procedure, angiography revealed 90% stenosis of the left proximal internal carotid artery. The lesion was described as 30mm in length, severely calcified, eccentric, and ulcerated. The reference vessel was 5mm in diameter and mildly tortuous. Pre-procedure (B)(6) stroke scale score and rankin score were both 1 and the patient was asymptomatic. A 5mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with debris observed in the filter basket. The patient left the angiography suite without neurological deficit. One hour after the index procedure, the patient became lethargic, and 45 minutes later he began to exhibit severe aphasia and weakness in his right arm. According to the case report form, the patient experienced the step-like onset of aphasia, dysarthria, hemiparesis and reflex change on the right side of his body which was diagnosed as hyperperfusion syndrome by the investigator. The patient was treated with integrilin. A CT of the brain showed old ischemic changes with no acute intracranial findings. Carotid ultrasound the following day showed the stent to be patent. His (B)(6) stroke scale score was 15 and (B)(6) score was 4. The patient was discharged approximately five days after the index procedure with symptoms fully resolved. According to the investigator, the event was not related to cordis product, but was related to the index procedure. The patient's medical history includes first-degree relative with premature cad, male (B)(6) hyperlipidemia, cardiac arrhythmia, congestive heart failure, CABG, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15179366 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.